Event description:
This device was explanted due to device unable to be interrogated. Possibly related to cardioversion. No adverse patient events were reported. Should additional information become available, this file will be updated.